Event description:
It was reported that during an atherectomy procedure to treat a lesion in the posterior tibial artery, a perforation occurred. The 3.0 x 19 mm graftmaster stent delivery system (sds) was advanced, but could not cross to the perforation. A 3.0 x 26 mm graftmaster sds was then advanced successfully and the perforation was treated. Angiography revealed an excellent angiographic result. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.